Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was not being read by programmer. The pacemaker has been implanted for several years. The programmer was power cycled and still the pacemaker could not be interrogated. The pacemaker remains in service at this time. No adverse patient effects were reported.